Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler misfired and a stitching device broke off inside patient but was retrieved.